Event description:
The primary tubing on the inside of the alaris pump (blue portion) was leaking into the pump and not able to infuse to the patient. Alaris pump did not alarm. IV fluids were running on to the floor.

Event description:
The primary tubing on the inside of the alaris pump (blue portion) was leaking into the pump and not able to infuse to the patient. Alaris pump did not alarm. IV fluids were running on to the floor.